Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. During inspection, olympus did not confirm the reported event of error code e224. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The device was evaluated on site by a field service engineer (fse) and the fse confirmed error code e224. Additional device evaluation findings are as follows: white balance was incomplete, and narrow band imaging did not function. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1 address - line 1: (B)(6) hospital .

Event description:
The olympus representative reported (on behalf of the customer) that the visera 4k ultra high-definition camera control unit encountered error code e224 (communication error). The issue occurred during maintenance. There were no reports of patient harm.